Event description:
The customer reported while traveling the insulin pump alarmed motor error alarm and then a battery error alarm. Troubleshooting was performed. The alarms were cleared and the time and date were changed. Advised the customer to discontinue use of the insulin pump. The next day, the customer called back and reported being hospitalized for hypoglycemia. The blood glucose reading was 600 mg/dl. The customer's most recent glucose reading was 148 mg/dl, and she was treated at the hospital. Ran a fixed prime test and the test failed. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.